Event description:
Info received indicates when the brake is applied the casters would continue to swivel.

Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the bed.